Event description:
As reported, the coil detached prematurely. Patient¿s condition is stated to be ¿normal¿. Although requested, no additional information has been received.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue of detachment and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
H10: evaluation: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Items returned for evaluation: pusher; implant; introducer. Items not returned for evaluation: shrink lock; dispenser hoop; microcatheter; v-grip. The visual analysis of the returned items found the pusher returned with no implant attached and the pusher heater coil stretched. The implant was returned stretched at the proximal end, damaged, deformed, and separated from the pusher. The investigation of the pusher found the monofilament with a mushroom profile, which indicates the implant detached from thermal activation using a detachment controller. The investigation of the returned coil system found the pusher heater coil stretched, and the implant damaged, deformed, stretched at the proximal end, and separated from the pusher. The introducer, pusher, and implant were the only components received for investigation. The visual inspection of the attached monofilament found evidence of thermal detachment, which indicates the implant detached electrically. Though the investigation was able to confirm the implant detached, the evaluation of the coil system alone could not definitively determine when or where the coil detachment occurred (i.e., inside/outside the microcatheter). The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
Multiple attempts to obtain additional case information were made, however, the information was not forthcoming.